Event description:
Post operative infection after hernia repair.

Manufacturer narrative:
The explanted mesh was disposed because of infection and not returned for eval therefore it's difficult to confirm the complaint. A lot history review was conducted as well as a review of similar product complaints. There is no definite cause that can be determined. During the lot history review it was confirmed that this particular mesh lot had no nonconformance and passed all the required tests. Post-operative infection after hernia repair using mesh is a well known risk and the rate of infection can be influenced by a variety of surgical and pt factors. The rate of infection is increased in pts who are immunosuppressed, smokers, diabetic, and/or obese. Based on the exam of the lot history records, there are no reasons to believe the c-qur mesh implant itself was the root cause of the infection in this case.